Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm noted. The device had a cracked case at the upper right, lower left and lower right display window corners, a scratched display window and moisture damage on lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons have not been responding properly. The customer stated she was wearing the insulin pump in her bra pouch and she was sweating. Blood glucose value was 89 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.